Manufacturer narrative:
Per the user guide: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Tandem technical support instructed the customer on how to reset the pump. Customer also reported that the pump had shut down due to normal battery depletion. Customer did not know a load process had to be performed after the battery depleted. Blood glucose (bg) was 302 mg/dl and the customer went to the emergency room (ER). Reportedly, intravenous insulin drip was administered and after 1.5 hours customer left the ER feeling better. Customer did not know bg level upon leaving the ER.